Event description:
The cannula is sticking to the needle. It is not gliding smoothly. Has happened in multiple different instances, and this is after a recall was issued in may of 2025. This is the newer lot number.